Event description:
It was reported the patient's pump was replaced due to "suspected drug delivery difficulties." The patient was experiencing a return of spasticity symptoms and the physician did not think the pump was delivering the medication properly. The pump was included in the missing propellant field action and the physician thought that might be a problem, as the patient's spasticity had not been under control since the last pump exchange. When the pump was initially implanted, reservoir volume discrepancies were noted (expected volume 37.5 ml, actual volume 28 ml). Additionally, at the last refill appointment there was 3 ml of medication instead of 1.2 ml. The drug used in the pump was baclofen (dose and concentration not reported). The pump was explanted and replaced in 2008. Two days following replacement, the patient was capable of standing. Three days later, a pocket infection was detected. The patient underwent removal of the replacement system.

Manufacturer narrative:
The device was returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.